Manufacturer narrative:
A ge service rep performed an on site investigation. The power supply voltage was adjusted. The system was then found to be operating as intended.

Event description:
The customer reported that the system displayed a communication fail error message. A system reboot was required in order to regain functionality. The system likely shut down or locked up. There is not report of pt injury associated with this event.